Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/2/2023 additional information was requested, the following was obtained: there were no consequences to the patient and the product is being returned for evaluation and credit attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the lot number flmfjz provided is invalid, please provide the correct batch/ lot number this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report: 2210968-2023-06412, 2210968-2023-06413, 2210968-2023-06414, 2210968-2023-06415, 2210968-2023-06416, 2210968-2023-06417, 2210968-2023-06418.

Manufacturer narrative:
Product complaint # ==> (B)(4) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue? No please provide more information * what is the total number of products involved in this event? 7 packets * did the event occur during one or multiple patient procedures? Multiple * what is the total number of procedures? 3 * have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).no * if this event occurred in multiple procedures, please provide the following information for each patient event. * could you please clarify device status. Please document the shipment tracking number: suture broke off needle during surgery in each event * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Events reported via: 2210968-2023-06412, 2210968-2023-06413, 2210968-2023-06415, 2210968-2023-06416, 2210968-2023-06417, 2210968-2023-06418.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the suture kept pulling away from the needle.¿ it is unknown if there were any patient consequences. It is unknown if the device is available for return. No adverse patient consequences were reported. Additional information was requested.